Event description:
Patient with pca pump with dilaudid in it. Patient called out to nurses that his tubing was leaking. Small pinhole leak found in pca tubing right above the y. Of note: don't know if this is a true device defect or if tubing was tampered with by patient/visitors. Tubing is being sent to the manufacturer for their review. There was no patient harm.